Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, multiple system advisories displayed and the system shut down. The system was rebooted but the same sequence of advisories displayed. The case was completed using the same system without patient harm. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system displayed a cascade of system messages (sms) all detailing ¿host timeout¿. The system then shut down. The system was rebooted and the same sequence of sms displayed. Eventually, the surgical team was able to perform the procedure using the same system and accessory, without delay. No patient harm was reported. Additional information was been requested with none received to date. The system was manufactured on august 11, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined (B)(4).

Manufacturer narrative:
The system was examined. The company representative was able to confirm the reported system message (sm) occurrence. However, the company representative did not indicate that a shutdown was replicated. The multifunctional in/output (mfio) printed circuit board (pcb) was replaced to resolve the reported system messages. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 11, 2014. Based on qa assessment, the product met specifications at the time of release. The cause of the reported system messages was attributed to a nonconforming mfio pcb. However, how the mfio pcb became nonconforming remains inconclusive. The reported ¿shutdown¿ was unable to be confirmed and remains inconclusive. (B)(4).